Manufacturer narrative:
Concomitant medical products: 305u225, tissue valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing on stored electrograms (egm). It was noted that the undersensing may have interfered with mode switching. The ra lead remains in use. No patient complications have been reported as a result of this event.